Event description:
It was reported that during surgery, the alarm on the unit went off due to intermittent over pressure and was displaying a high pressure reading, ranging from 20 mm hg to 30 mm hg, despite being set at a much lower pressure of 15 mm hg. It is further reported that the surgeon had to release gas via the port to relieve pressure, which was interfering with the routine ventilation of the patient. It is further reported that it was noted by biomed that the flow was set at <6 liters, which meant that venting was disabled. It was explained that the flow was at 10 liters earlier in the case, but that the pressure was out of control. A lower flow setting was used in an initial attempt to relieve the situation. It was further reported that this was observed by biomed and that the pressure display did not always correlate with the pressure experienced by the surgical team. It is uncertain if this was simply a time-lag issue with the display or if the manometer of the unit was faulty. It is further reported that the surgery had to be changed from an endoscopic to an open procedure. Additional information will be provided once the investigation is completed.